Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) experienced leakage. The following information was provided by the initial reporter: phaseal optima injector n40-o leaking from the pin hole in the system of injector when pushing on the syringe plunger.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2110308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Five retained samples were used for additional evaluation. Connecting the injectors to a syringe, they were not mated with a component and pressure was applied, no leakage was observed. Functional testing was conducted in attempts to recreate the reported event, it was noted that a trickle of liquid would come out of the membrane when too much pressure is applied. As this in not the intended use of the product as the injector must be connected to a mating component when engaging, there is no failure related to our product that we could identify. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lot and verified to be within specification. Based on our quality team's investigation, and the details reported, this incident likely occurred as a result of improperly engaging the device.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o) experienced leakage. The following information was provided by the initial reporter: phaseal optima injector n40-o leaking from the pin hole in the system of injector when pushing on the syringe plunger.